Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte/veriflex stent delivery system (sds) with stent and no original packaging or other devices. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The first three distal rows of stent struts were flared, overlapping and bent. Inspection of the remainder of the device presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed stent damage or reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained though via the femoral artery. The 90% stenosed, 2.5x10mm, concentric shaped lesion was located in the mildly tortuous and non-calcified mid left circumflex artery. The lesion was predilated with a 1.5x10mm and 2.0x10 unspecified devices. Then the physician attempted to advance a 2.50mm x 16mm liberte stent to the lesion, but was unable to advance due to damage on the distal part of the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained though via the femoral artery. The 90% stenosed, 2.5x10mm, concentric shaped lesion was located in the mildly tortuous and non-calcified mid left circumflex artery. The lesion was predilated with a 1.5x10mm and 2.0x10 unspecified devices. Then the physician attempted to advance a 2.50mm x 16mm liberte stent to the lesion, but was unable to advance due to damage on the distal part of the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).